Event description:
It was reported that a user experienced an issue with their tandem t:slim x2 ciq pump, which failed to register a charge when connected with the regular charging cable and wall adapter. There was no information provided regarding any impact on the user¿s blood glucose level. As an action, technical support decided to send a replacement cable and adapter to the user, who declined a follow-up.